Manufacturer narrative:
The insulin pump was received with blank display due to battery tube loose connector. The pump was received with scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown.